Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 347 mg/dl. Troubleshooting was performed and found that the time was not correct on the insulin pump. Explained how the time being off could affect the blood glucose. Also found that the customer performed prime tests on previous sets and insulin did not exit. After changing the entire fusion set during the phone call, the customer's mother stated that insulin did exit during the prime test. Advised the mother that there was an occlusion in the reservoir or the infusion set. The tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.